Event description:
It was reported the patient¿s ipg was unable to communicate with external devices following an unrelated procedure. Reportedly, the ipg was not set into surgery mode prior to the unrelated surgery. As such, surgical intervention was undertaken and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.